Event description:
It was reported the tip of the rosa femur tracker pin (150 mm) was found broken and left inside patient¿s femur shaft during an initial surgery. Surgeon only realized when he was reviewing post operative x-ray and saw it on the femur shaft. The item will not be returned as incident was discovered after surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign : singapore. The device will not be returned for analysis, as the rest of it was discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to product surveillance for evaluation. The provided x-ray image was reviewed and displays a small fractured screw fragment inside the patient¿s femur shaft, confirming the reported event. Device history records were reviewed and no discrepancies related to the reported event were found. Possible contributing factors are excessive force and/or off-angle application during insertion/removal. However, the definitive root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.